Event description:
Pt sample showed weak reactivity with 0.8% pooled screeing cells. The sample was tested with 0.8% selectogen lot no 85614, cell I was non-reactive and cell ii was weakly reactive. Customer later identified anti-e, -c and -s using peg/tube. No death or serious injury was associated with this incident. This event was also reported on medwatch report #2250051-2004-00282 and medwatch report #2250051-2004-00283.